Manufacturer narrative:
Due to character limit in e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the alarm as system temperature is too high during use. No personal injury occurred.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). Updated fields: b4, b5, e1(initial reporter), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d7a, d10, e1(event site telephone). A getinge field service engineer (fse) after on-site inspection showed that the positive and negative pressure filters were clogged. Fse replaced the positive and negative pressure filters and calibrated the positive and negative pressure values. Passed all factory-specified safety and performance tests. Delivered to customers and can be used in clinical practice.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had the alarm as system temperature is too high. No harm or injury was reported.